Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre link device in use with cph2043 oppo android operating system version 12. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. The customer received unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported signal loss. Attempted to replicate the user¿s complaint using similar configuration and the reported issue was unable to be replicated and the system functioned as intended. There were no issues identified with the freestyle librelink app during replication that would have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre link device in use with cph2043 oppo android operating system version 12 and 210110406 app version.. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. The customer received unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.